Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the analog printed circuit board (pcb). (B)(4).

Event description:
Covidien received information stating that an 840 ventilator generated an error message that rendered it into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occured.